Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit inappropriate shock, high pacing thresholds, loss of capture (loc) due to dislodgement. A lead revision procedure was performed, the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.